Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the scrub nurse was opening up the exeter stem, a small foreign body could be seen through the plastic sterile layer. Another device was on hand to complete the case. The device remained unopened and did not enter the sterile field.

Manufacturer narrative:
Additional information: expiration date, unique identifier #; manufacturing date. An event regarding foreign material involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of the returned device noted a residue/foreign body on the stem that is inside the inner blister. A mar of the returned device concluded [...] Review of the v40 stem femoral component, catalogue # 0580-1-440, lot code g6106997 confirmed particle on the femoral stem. Characterisation using stereo microscopy and electron microscopy confirmed particle to contain elements of carbon oxygen, which would indicate the material is polymeric based [...] Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: an nc has been raised to investigate the event. A material analysis was performed through the investigation. The material analysis concluded "review of the exeter v40 stem femoral component, catalogue # 0580-1-440, lot code g6106997 confirmed particle on the femoral stem. Characterisation using stereo microscopy and electron microscopy confirmed particle to contain elements of carbon oxygen, which would indicate the material is polymeric based material. " consultation with the supplier lisi medical orthopaedics (lmo) as part of the investigation indicated; there is a 100% visual inspection of the device at the packaging step. No manufacturing changes occurred in the process -4290 exeter stems were re-inspected in june 2017 part of an for a stain issue, and no issue was noted on any of the stems inspected (no foreign material found). Lisi medical orthopaedics opened an ncr to further investigate the cause of this issue and implement the required corrective actions.

Event description:
The customer reported that when the scrub nurse was opening up the exeter stem, a small foreign body could be seen through the plastic sterile layer. Another device was on hand to complete the case. The device remained unopened and did not enter the sterile field.